Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing, that could affect mode switch operation and detection/termination of episodes. The physician suspects extraneous pacing spikes. Both the ra lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.